Manufacturer narrative:
MDR was late due to new signature certificated verification issue (ref ticket (B)(4)).

Event description:
Service call was received for an integrated bed exit detection system that stayed armed after patient exited the bed. It was further noticed that bed gatch section was dented. The bed had been lowered on an obstacle, causing the damage. The obstruction with object was being measured by the integrated bed scale as a parasitic static load which affected the bed exit detection sensitivity. There was no related injury to the patient.